Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for a blood glucose level of 45 mg/dl. The customer had a seizure and emergency medical technicians were called. The customer believes her blow blood glucose value was caused by stress. At the time of the report on (B)(6) 2014, the customer had received a button error alarm from her insulin pump. The customer said she had a key wrap error and a battery out of limit alert. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The insulin pump received with normal operating currents. No unexpected battery out limit alarm noted. However, the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.